Event description:
The customer reported the ventilator would not function on backup battery. The distributor reported a diagnostic code in the ventilator log history that indicated a 24/12 volt power fail occurrence during operation, as well as a depleted battery during use. The distributor replaced the power supply as a result of the finding.

Manufacturer narrative:
Distributor does not return parts due to custom costs. Power supply.